Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the processor became warm to the touch and shut off during use. There is no allegation of injury to the patient. The device has been removed from service and has been returned to the manufacturer for analysis.